Event description:
The customer indicated that one of their cpus on the acuity central monitoring system shut down. The customer reported that they were having power related issues with the system. They determined that the power supply failed. This resulted in a temporary loss of centralized monitoring, however, bedside monitoring was not affected. The customer did not provide any pt info.

Manufacturer narrative:
The device eval is not yet complete. A follow-up report will be submitted when the eval is complete.